Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer reports they did receive a calibration not accepted alert. Customer was assisted in performing test on transmitter and test passed. The reservoir and insulin pump will not be returned for analysis.